Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No consequences or impact to patient. Incorrect or inadequate test result.

Manufacturer narrative:
The customer had performed several troubleshooting steps without resolution. The customer requested field service for issue resolution. The field service representative stated that the customer had cleaned the y-valve assembly and no issues had occurred since then. Quality controls were run and recovered within range. The instrument was performing within specifications. Based on the investigation and event details, no product deficiency was identified with the cell-dyn 3200 instrument. The issue was resolved by cleaning the y-valve assembly.

Event description:
The customer observed intermittent aspiration errors for patient samples tested in open mode on the cell-dyn 3200 analyzer. A discrepant low hemoglobin result of 6.9 g/dl was reported for a clinic patient. After cleaning components on the analyzer, the sample retested at 11.9 g/dl which was the expected result. The customer called the clinic with the correct result. No impact to patient management was reported.